Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a5, b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the rpms and calibration met specifications. The device was re-calibrated and the control bar was re-positioned slightly which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting evenly. The event occurred during surgery. No medical intervention occurred. No harm. No delay. The exact event date is unavailable.